Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for 87976 with the incident lot was not observed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had an additive abnormality. No report of serious injury or medical intervention.